Manufacturer narrative:
The device was returned to olympus and the customer's reported issue was confirmed, the device had a snowflake image. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced a flickering image. The issue occurred during set up and there were no reports of harm.